Event description:
According to the reporter: prior to insertion into the patient, a doctor confirmed a head part of inner trocar was detached. Operating time not extended. New one was opened to complete the case with no problem. It was not used on patient. No patient involvement. No tissue damage. No tissue loss. No bleeding. The sample was scrapped.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).